Event description:
Pt had a ventral hernia and thin skin. The surgisis gold was used as an onlay reinforcement over primary closure of the defect. Thru the three month time point, the pt complained of not feeling well, had a low grade fever. MRI revealed seroma at the surgical site. Mild erythema was observed in the skin over the patch area. The surgeon reopened the site and found intact fascia overlying the original defect site, with some but not all layers of sis still over the defect site, but delaminated. The delamination layers had a gelatinous appearance to them.